Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Synergy ii us mr 2.25 x 8mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube at approximately 730mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip profile was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on april 24, 2017. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.25 x 8 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.